Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl and high blood glucose levels of 600 mg/dl. The customer states she had setting adjustments at her health care practitioner. The call was dropped was not able to complete any troubleshooting. The product was not returned for analysis.